Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is considered anticipated procedural complication as thrombosis is a known physiological effect of the procedure and is noted within the directions for use.

Event description:
Same case as #2134265-2009-01255, 01256, 01257, 01258, 01259. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and restenosis occurred. A cardiac cath revealed an 80% stenosed proximal right coronary artery (rca). Previously placed stents were patent. The physician was unable to engage the rca ostium with the interventional equipment due to an anomalous takeoff, therefore, the procedure was stopped secondary to increased contrast and fluoro time. The patient returned, after an adequate interval for recovery from fluoroscopy and dye exposure, for repeat attempt to treat the 80% proximal rca disease. Antithrombolytic therapy was initiated with angiomax, prior to wire placement. A 2.0x15mm maverick balloon was inflated three times to predilate the lesion. A taxus express2 2.5x24mm drug eluting stent was successfully deployed in the "late midportion" of the rca. A taxus express2 3.0x20mm drug eluting stent was deployed in the proximal portion of the rca. There was significant spasm present after the midsegment stent which was treated with multiple doses of ntg therapy. Final angiography showed a mild to moderate residual narrowing in the area that had vasospasm. The physician made one attempt to place a non-bsc 2.5x13mm stent, but due to poor wire support, the stent could not be easily delivered, so further attempts were not made given the significant fluoroscopy time and the fact that there was only mild to moderate disease in the area. Aspirin and plavix therapy was maintained. Four months later the patient arrived to the ER via ambulance with complaints of chest pain. An urgent cardiac cath was ordered. The physician experienced difficulty cannulating the rca and suspected the difficulty was due to the vessel being chronically or acutely occluded. Subselective injections showed no flow into the rca. The physician opted to perform an aortic root shunt to confirm the suspicion that the rca was occluded. A pigtail catheter was placed just by the aortic valve and aortography revealed dye hang up in the ostium of the rca, consistent with it being occluded. At this point, given the extreme difficulty in the past in engaging this vessel and the fact that there was no st segment elevation or cardiac enzyme elevations to demonstrate an acute occlusion, the decision was made to stop the procedure. The patient was transferred back to the unit in hemodynamically stable condition. Subsequent cardiac enzymes became mildly elevated and the patient continued to have ongoing chest discomfort and repeat EKG's showed development of deep inferior t-wave inversions. The patient returned to the ccl the following day for aspiration embolectomy of the rca and angioplasty with a 2.5mm balloon dilation catheter in the mid and distal portion of the vessel. A taxus express2 3.5x32mm drug eluting stent was placed in the mid portion of the rca and a taxus express2 2.75x32mm drug eluting stent was placed in the distal portion of the vessel. Both stents were deployed at 18 atm's. The patient tolerated the procedure well and was transferred to the unit for observation. The patient was discharged three days later. Eleven months later, the patient presented with chest pain. EKG showed sinus rhythm with slight st segment elevations in leads I and avl. Reopro was started and the physician ordered to discontinue diclofenac therapy given its interaction with aspirin and plavix. The patient was brought to the ccl were the rca was found to be totally occluded. Angioplasty of the occlusion was performed with a 1.5mm balloon dilation catheter. Following removal of the intraluminal thrombus, there was noted to be moderate restenosis in the proximal portion of the rca and 80% in-stent restenosis in the mid rca. A 3.0mm balloon was inflated to 20 atm's at the proximal mid portion. A taxus express2 3.0x24mm drug eluting stent was deployed in the mid rca at 14 atm's. Immediately proximal to this, a taxus express2 3.0x24mm was deployed at 14 atm's. Final angiography was performed showing timi 3 flow. The patient tolerated the procedure well and left the ccl in good condition. It was noted that there was an 85-90% lesion in the distal circumflex artery (cx). The next day the patient was experiencing recurrent chest discomfort and was brought back to the ccl where the newly placed rca stents were found to be widely patent. The distal cx stenosis remained unchanged. Plavix therapy was continued with a dose of 150mg daily for the next 2-4 weeks. The patient was discharged two days later. One day after discharged, the patient presented again with chest pain and mi. A staged procedure was planned for a high grade 90+% lesion. Once in the ccl, the rca was found to be patent and attention was directed to the cx. A 2.5x20mm maverick balloon was placed in the 1st marginal branch of the cx and inflated to 10 atm's, twice. A taxus express2 3.0x20mm drug eluting stent was then deployed at 14 atm's. The 98% stenosis was reduced to 0% with timi 3 flow and no dissection. Repeat angiography of the rca confirmed no evidence of thrombus or restenosis. No complications were noted. Four months later, the patient presented again with chest pain and an mi. EKG showed coving st elevation with the presence of deep q-waves in the inferior leads. In the ccl, the distal cx stent was found to be widely patent. There is an 80% midsegment stenosis. Subselective imaging of the rca indicates it to be occluded, however, it is unknown if this is an acute or chronic occlusion. Attempts to wire the rca were unsuccessful and given the deep inferior q-waves and past thrombosis of the rca, it was unclear whether or not reopening the vessel would be helpful. Therefore, focus was directed to the mid cx stenosis which was stented with a taxus express2 3.0x12mm drug eluting stent. Final angiography demonstrated 0% residual stenosis of the mid cx segment and normal timi 3 distal flow. Subsequent cardiac enzymes did become elevated. Patient was treated with tridil and morphine. The patient became dehydrated with an increase in creatinine level and was treated with aggressive hydration. Three days later a consult was ordered because the patient had been in a persistent junction rhythm since the mi. The patient also had an episode of a wide-complex rhythm in the first 48 hours following the intervention with subsequent slowing of the arrhythmia which was consistent with accelerated idioventricular rhythm. Pacemaker placement was not performed as the physician felt the patient would convert back into normal sinus rhythm over next 1-2 weeks. The patient was discharged six days post procedure. The patient presented once again, three days later with complaints of mild chest discomfort that worsen with inspiration. EKG showed that the patient remained in a junctional rhythm. The patient was found to have mild heart failure and was admitted. An electrophysiology consult was requested again for consideration for placement of a pacemaker due to heart failure. A dual chamber pacemaker was implanted the next day. About one week later the patient returned for an atrial lead revision and the patient was to be discharged the following day. No further complications were reported.